Manufacturer narrative:
(B)(4). Manufactured october 22, 2015 ¿ october 23, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not empty properly. The device was filled with fluorouracil and 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.